Event description:
It was reported that device fracture occurred. A left atrial appendage closure procedure was being performed. A watchman access system was positioned. A 27mm watchman closure device and delivery system (wds) was positioned and deployed, however the position was not ideal and the closure device was fully recaptured. After full recapture, the physician noted that the structure of the device was fractured. The 27mm wds was removed and exchanged for a 24mm wds, however the 24mm wds could not meet release criteria and the procedure was aborted.